Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the angio-seal device compaction tube did not come out of the sheath. When the physician withdrew the device, high resistance was felt and the compaction tube did not come out of the sheath. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. The blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 and to provide the completed investigation results. One used 8fr angio-seal sts plus device was received for product evaluation. The device was returned with the hemostatic sheath and carrier tube assembly. No other components were returned. The returned device was subjected to visual analysis where the blood-like substance was found on all components. The hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. No damage was observed along the length or at the distal end of the hemostatic sheath. The clear shrink wrap marker could be seen exposed from the hemostatic sheath. The clear marker appeared flared at the distal end. The suture appeared cut and the anchor, collagen and tamping tube were not returned for analysis. The tensioner was removed from the device cap. There was no suture remaining into the spool. However, the suture was still tethered to the suture tensioner disk. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and if device was evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.